Event description:
It was reported that during a surgical procedure at the user facility, the saw was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Corrosion was discovered on the motor, the press plug, the spacer, the bottom rotor and the bearings. Corrosion is a probable cause of overheating.